Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 29) with multiple cartridge. Blood glucose level was 507 mg/dl, and a manual injection was administered. Reportedly, the customer had manual injections available as alternate insulin therapy.